Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up #2 04-sep-2018 device evaluation: the pump has been returned to animas and evaluated on 08-aug-2018 with the following findings: the pump correctly calculated a bolus amount during investigation. The pump¿s bolus calculation feature was found to be functioning appropriately. The total daily doses of insulin added up and correctly reflected the user¿s programmed rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours and was recording insulin deliveries appropriately. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 13 mg/dl with symptoms of lost consciousness and cognitive impairment. The reporter stated that the patient was treated by emts but did not recall the exact treatment. The reporter stated that the pump¿s bolus calculation feature was incorrect, leading to an overdelivery of insulin. The reporter was unable to troubleshoot the issue completely because it had happened six months previously. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump and the pump could not be ruled out as a contributing factor.